Event description:
It was reported by hospital line, a greek distributor, that during a surgical procedure, the seal inside of a converter was dislodged and it dropped in to the patient. The seal was retrieved. There was no patient injury, the surgical procedure was not altere and the time was not extended.

Manufacturer narrative:
The actual device is being retained by the hospital in greece. It is not available for evaluation. We are unable to determine what may have caused the seal to become dislodged. No investigation can be done. The product complaint database has been searched. This is the onkly complaint of any type for this product this year. There have been no other complaints for this lot code at any time. We consider this complaint closed.